Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient underwent an arthroscopic debridement after developing patellar clunc syndrome diagnosed at one year post surgery on right knee. On (B)(6) 2016 subject reports improved function and pain.